Event description:
Device 1 of 2. Ref MFR report 1627487-2013-19957. It was reported the patient stopped using and charging the scs system approximately two years ago because the stimulation felt jerky. As a result, the patient is without stimulation coverage and the external devices are unable to locate the ipg. An sjm representative confirmed the communication issue. The patient will see the physician as the next course of action.

Manufacturer narrative:
Correction/removal numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.